Manufacturer narrative:
Compassionate use approval case no.: (B)(4). Incident was reported with the compassionate use file. MDR number was request to be completed for the incident.

Event description:
Allegedly, the implant had to be removed because the patient developed a post-operative wound infection.